Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt's device was showing high impedance readings of >2,000 ohms on all of the unipolar pairs. It was also stated that during a "stage 2 implant", the "lead endcap damaged the lead." No device or pt info was reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.